Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump are hard to press and had a failed battery test alarm. Customer's blood glucose level was not reported at the time of the incident. Troubleshooting was declined. The insulin pump will not return for analysis.